Event description:
"During a surgical procedure, a surgical sponge was pulled through the universal converter and the inner seal of the converter was damaged. The ripped seal fell into the surgical site. It was retrieved and there was no pt injury."